Manufacturer narrative:
The device has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that four of the six returned batteries contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. This is one of five reports (3007042319-2013-00337, 338, 339, 340, 341) submitted for devices related to the same event.

Event description:
Twenty-five months post hvad implantation, the patient experienced a change of power source in the controller earlier than expected. The controller was electively exchanged. There was no report of patient injury.